Manufacturer narrative:
(B)(6). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm identified during functional tests and review of the alarm log. The door of channel 2 was also identified as broken. The cause of the condition was force sensing resistors (fsrs) out of specification. To correct the condition the pump head door, tube misloading sensors, and latch roller were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm and "channel 2 has door broken". No additional information is available.